Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. Pediatric patient is using an adult receiver. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was not performed because the unit could not boot up and\or communicate. The receiver download log could not be retrieve because the unit could not boot up and\or communicate the receiver case was open for internal inspection and moisture detection sticker activated and/or, rust, contamination or liquid intrusion was detected. The customer complaint was confirmed due to the moisture damage. The reported event of transmitter failed error was confirmed. A root cause could not be determined.